Manufacturer narrative:
Front bezel pn: 90500951 has melted around screw mounts for display frame. Pump still passes functional testing despite burnt bezel. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported issue could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a sad procedure, it was reported that when the surgeon was in the joint space using a blade to resect, there was a strange sound coming from the shaver console. An error message came up on the shaver console and a nurse in the theatre smelled burning. The nurse checked the console to find that the pump connected to the shaver console by cable was burning and smoking. The nurse unplugged the stack and removed it from theatre. No staff or patients were injured. It was reported that the pump was burnt on the front panel and a burnt smell was detected when the pump was collected. Another stack was brought into the theatre and connected, so the case could be continued. This included a new shaver hand piece.